Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a system shutdown. There was no patient involvement.